Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. The dilaudid had ¿been going up 10% for the last year". The patient had been on dilaudid for 27 years. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the patient had a rough year as his sister and brother passed away. When the patient got back from family events, the doctor did scans showing his spine was collapsing on itself and showed the patient lost three inches in height. The patient spoke with his doctor about doing surgery and asked the hcp what the chances surgery would help. The surgery was confirmed to be related to the spine issue and not related to the pump. The patient¿s spine started collapsing and he started shrinking following his first operation in (B)(6) 1991 prior to pump implant. The patient had ¿injectables¿ with ivs (intravenous) prior to pump implant which prompted the patient to get a pump. The patient¿s doctor told him to lose weight so starting in (B)(6) until now the patient had lost 52 pounds. Now his doctor says he needs to put a little weight back on. When the patient sits down, the pump tends to flip over his belt. The patient asked if the catheter can become disconnected from the pump as the patient had a little lump on his side where the pump was. Over the weekend his pain level got worse. The patient was redirected to follow up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient mentioned going to the doctors on thursday.